Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the black box showed no evidence of loss of prime or any prime issue; all call service alarm warnings were due to a non primed pump. The returned battery cap and cartridge cap were used to complete the investigation. The ez-prime steps were performed correctly and no call service alarm warnings or any other related alarms occurred during the investigation. The product performed within specification; product analysis was unable to duplicate the initial prime issue complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue; cartridge not detected/load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.